Event description:
Boston scientific neurovascular became aware of an event where the physician tried to use the subject device into a wide neck aneurysm but could not find the marker under fluoroscopy when it was located in the internal carotid artery region. No complications were reported to have occurred with the pt during this event.